Event description:
The customer reported that during fluoro they were receiving flickering images, and the camera rotates itself 360 degrees.

Manufacturer narrative:
The ge service rep was unable to duplicate the reported problem. He resisted the video cables and connectors. The system functions as intended.